Manufacturer narrative:
As received, a complete lead was returned for analysis. The s-curve hump height was measured, and it was within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray examination found damage that is consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the left ventricular lead was found dislodged. The dislodgement was confirmed by x-ray. The physician did not state any external factors that may have caused the lead to dislodge. The lead was explanted and replaced. The patient was stable.